Event description:
The complainant reported that placement signal monitoring was disabled due to ongoing false position alarms. Support was maintained throughout the incident. No patient harm has been reported.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.